Event description:
The study was conducted from (B)(6) 2004 - (B)(6) 2008, which identified five gore viabahn endoprostheses were reportedly placed in av hemodialysis access grafts, which later became infected and apparently was surgically removed. As reported in the study publication, "all prosthetic av grafts diagnosed with graft infection by the vascular surgery service are surgically excised, and the pt is given intravenous antibiotic therapy."